Event description:
It was reported that pump malfunction occurred with malfunction code displayed on pump and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and successfully reset pump without malfunction recurring, and customer was advised to continue using pump and to call back if malfunction happened again, with caller acknowledging and understanding instructions.